Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient was receiving dilaudid 8 mg/ml at 1.0711 mg/day via the implantable pump. The clinical diagnosis was 'not effective in treating pain'. The pump was decreased/reprogrammed on (B)(6) 2016. The entire system was explanted/not replaced on (B)(6) 2017. The patient reported the pump/medication was not as effective anymore and wanted their pump explanted as of (B)(6) 2016. The pain was not alleviated even with previous increases in medication. It was noted the patient reported the pump was not helping as significantly as they would like and they are proceeding with explant. The etiology of the event was noted as possibly related to the drug (specifically, dilaudid), device or therapy and not related to the implant procedure. The outcome was indicated as 'resolved without sequelae' as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): additional information received from a healthcare provider via a clinical study reported no specific cause was noted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported per the medical record that the patient decided she wanted an explant because the pump was not as efficacious as she had hoped it would be. The event status was noted as unknown. No further complications were anticipated/reported.